Event description:
(B)(4). Initial information received from physician on (B)(6) 2008. The physician initially reported a (B)(6) female patient initiated therapy with injectable poly-l-lactic acid (sculptra) and developed large lumps after injection of sculptra. On (B)(4) 2008, during a follow-up call to the physician, he reported that the patient had been under the care of another physician when she received injectable poly-l-lactic acid, which occurred about 3 years ago. The indication for injectable poly-l-lactic acid was cosmetic, not hiv related, (lot number/expiration date unknown to reporter.) Specific dates of administration, or if it had been administered in a single or multiple times, reconstitution information/local anesthetic used with its administration, and total volume injected were unknown to reporter. When asked about the sites of injections, the reporter stated he assumed that they were bilateral, at the mid cheek areas, as this is where the patient developed the lumps. The lumps occurred within "about a month or so"/within months, of injections and have been persistent for 3 years. Reporter unable to identify size of individual lumps, however, they are multiple. He described the areas affected as two areas of lumpiness, one on each cheek. The larger area (on one side, not specified), is about 6 x 4 cm and the other area is 4 x 2 cm; within the areas, lumps are confluent. He has injected the lumps with triamcinolone (kenalog) with no success. He has since injected the surrounding areas with hyaluronic acid (restylane) to smooth things out, and has had some success. Biopsy/other labs not performed. Concomitant medications were unknown to the reporter; medical history was reported as none, and patient has no known allergies. No further medical information reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. No faults, defects or damages detectable. Conclusion: no faults detectable.